Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for fm and defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA)1465371. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign mater on device cannula/needle or any fluid path component and safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated "this is a report about two issues of eclipse (368608). Foreign matter was found onto the needle and the safety shield was separated."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign mater on device cannula/needle or any fluid path component and safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated "this is a report about two issues of eclipse (B)(4). Foreign matter was found onto the needle and the safety shield was separated."